Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, stapler was loaded with reload, when firing it the knife advanced slightly but then stopped and did not move further. The operating room nurse thought it was the battery and opened a new stapler, changed batteries, but still could not reverse the knife and thus open the anvil. They somehow removed the stapler with anvil closed. They completed the procedure with a competitor¿s device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p55z9j. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. No functional testing could be performed due to the returned condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.